Event description:
It was reported that a patient with this inflatable penile prothesis (ipp) experienced inflation issues. Upon removal of the ipp it was determined that there was no fluid in the reservoir. A replacement surgery was performed in which a new ipp was implanted. No patient complications were reported.